Event description:
It was reported to boston scientific corporation that a bib intragastric balloon system was implanted on (B)(6) 2024. On (B)(6) 2024 the patient reported having severe abdominal pain and blue color urine. On (B)(6) 2024 the patient reported the balloon migrated and was located in his feces. There were no patient complications reported as a result of this event. Note: it was reported that methylene blue was used when filling the orbera balloon. However, according to the instructions for use (IFU) the igb is places in the stomach and filled with sterile saline.

Manufacturer narrative:
Block h6 device code a1402 is being used to capture the reportable event of deflation problem. Device code a010402 is being used to capture the reportable event of migration.

Manufacturer narrative:
Additional information a media analysis was performed, confirmed balloon was deflated with the information that was provided. The following section of h6 were updated. Component code, evaluation methods codes, evaluation results codes, and evaluation results codes h2 and h3. Block h6 device code a1402 is being used to capture the reportable event of deflation problem device code a010402 is being used to capture the reportable event of migration.

Event description:
It was reported to boston scientific corporation that a bib intragastric balloon system was implanted on (B)(6) 2024. On (B)(6) 2024 the patient reported having severe abdominal pain and blue color urine. On (B)(6) 2024 the patient reported the balloon migrated and was located in his feces. There were no patient complications reported as a result of this event. Note: it was reported that methylene blue was used when filling the orbera balloon. However, according to the instructions for use (IFU) the igb is places in the stomach and filled with sterile saline.